Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified distal circumflex artery. After rotablation was performed a 3.5x33mm xience skypoint stent delivery system was advanced with a non-abbott guide extension catheter; however, failed to cross the lesion due to anatomy. During removal of the xience skypoint resistance was met with anatomy. A non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.